Manufacturer narrative:
H6: type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.50/+3.0/002 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a same length/different model but implanted horizontally and this resolved the problem. It was additionally noted lasek will be performed for astigmatism.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry on a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic deformed and stretched out. Dimension inspection found the lens to be within specifications. Claim #(B)(4).